Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that it was determined that the patient was using an electric blanket and may have contributed to the oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a lead integrity alert for high rate non-sustained tachycardia episodes and high sensing integrity counter (sic) on the right ventricular (rv) lead. The caller was advised that the oversensing appeared to be associated with external electromagnetic interference (emi) due to noise observed on both the rv lead coil and rv tip electrograms (egm). The caller was advised to question the patient about external emi sources. The lead remains in use. No patient complications have been reported as a result of this event.